Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. No unexpected numbers scrolling on display when pressing the buttons noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers scrolling on the display. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 178 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.